Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was involved in a physical altercation with a colleague and was hit on the head with a piece of wood. Since this episode, the user has no access to sound with the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The user was involved in a physical altercation with a colleague and was hit on the head with a piece of wood. Since this episode, the user has no access to sound with the device. Re-implantation is considered but no date could be scheduled yet. The surgery was postponed due to the coronavirus and has not been reschedule yet as the clinic is temporarily closed.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was involved in a physical altercation with a colleague and was hit on the head with a piece of wood. Since this episode, the user has no access to sound with the device. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was involved in a physical altercation with a colleague and was hit on the head with a piece of wood. Since this episode, the user has no access to sound with the device. The user was re-implanted. However, the shipment of the explanted device is delayed due to covid-19.